Event description:
During a surgical procedure it was noted a yellowish/brown liquid dripping onto the floor from the battery casing of the stryker irrigator. The device was removed from service immediately.